Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer received a result of 9.0 mmol/l on the compact plus system, and a result of 5.0 mnmol/l on a professional aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.